Event description:
It was reported by the abbott technical services that the patient presented remotely via merlin. Net transmission. Transmissions revealed that the patient's pacemaker had a far r oversensing resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. The patient had no adverse consequences.